Manufacturer narrative:
Approximate age of device - the motor is not a single use device. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that the patient was being supported by another manufacturer¿s lvad device and was also on veno-venous extracorporeal membrane oxygenation (vv ECMO) with centrimag. Centrimag pump head was making a ¿rickety/clicking¿ sound within motor on the morning of (B)(6) 2018 and the nurse caring for patient tried to re-seat the pump to make sound go away, then swapped the console and motor to backup due to sound still present. No alarms occurred during event and patient still had flow at set rpm prior to the system exchange and following the system exchange. Clinicians believe the pump was mal-positioned in the motor which led to sound which was due to screw positioning. Re-education was performed following event for staff. Additionally, perfusion now checks the screw position securing pump head in motor 2 times per day during rounds to ensure this issue will not re-occur.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through the evaluation of the returned centrimag motor and a root cause could not conclusively be determined through this evaluation. Although the event was not confirmed, the event could have been caused by an incorrectly installed pump, consistent with reported information. An incorrectly installed pump can result in atypical noises and high temperature readings. During pump installation, ensure that the locking screw is fully unscrewed and not obstructing the pump during seating. Also examine the motor's pump receptacle to ensure that it is free of dirt, debris, or any obstructions that may prevent proper pump seating. The returned centrimag motor was tested for an extended period of time with the returned console (serial number (B)(4)). The motor never made any abnormal sounds and ran smoothly at all set speeds. The motor did not trigger any error messages. The motor cable was inspected and no issues were found. A full functional checkout was performed and the unit passed all tests. The motor will be returned to the customer site. The centrimag system operating manual states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support". A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.